Event description:
A report was received that the patient had discomfort at the ipg site. The patient underwent a pocket revision wherein the ipg was relocated sideways. The patient was doing well after the procedure.